Event description:
It was reported that resistance was noted when removing the protective sheath from the 3.25 x 12 mm nc trek balloon dilatation catheter (bdc). Upon removal, the physician was unable to insert the guide wire at the tip of the balloon catheter. There was no damage noted to the catheter. The device was not used in the anatomy and a new nc trek bdc was used to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty removing the protective sheath was not able to be confirmed. Analysis revealed the protective sheath was not on the balloon when returned and there was no damage noted to the stent delivery system. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device's performance with regards to the difficulty with removing the protective sheath appear to not be related to a manufacturing issue, but due to normal variation found in manufacturing, as the occurrence rates for this size of balloon are within the expected rate in the product risk assessment. The performance of these devices will continue to be monitored.